Event description:
It was reported that during a procedure, the customer states there was a failure with the device. No details of the event were provided. No patient impact reported. The device was discarded.

Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation. The following information was obtained during a conference call with the ees sales rep, cq, marketing, manufacturing engineer, and quality engineer: the rep indicated after further discussions with the surgeon, the surgeon explained to the rep the bag tore. A conference call was scheduled with the ees team and the surgeon. Per the rep, the surgeon was called into an emergency surgery and the call was cancelled. The surgeon indicated he would reach out to ees if the call was still necessary. To date, the surgeon has not requested a call. The complaint could not be confirmed because no device was returned for analysis. The device history records were reviewed and no anomalies were noted during the manufacturing process.